Manufacturer narrative:
After further investigation it was determined that the issue has already been reported in MFR report number 1218950-2026-100149. The philips remote service engineer and remote application specialist have confirmed that there is no allegation of tachycardia alarm in this case for this product (867030 s/n (B)(6)) or for this customer. The tachycardia alarm was for a different customer and different product (866389 s/n (B)(6)). The remote service engineer confirmed that there was a mix up with the two cases.

Event description:
It was reported that the device was not sounding for a tachycardia alarm. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.